Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a physical damage by the reservoir of the insulin pump. The customer's blood glucose level was 138 mg/dl. The customer stated that the pieces by the reservoir of the insulin pump are missing. The customer was transfer to help line to talked about the warranty policy of insulin pump. No further information was reported.